Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. H10: corrected data = d4: batch #t5eh2n. Investigation summary : the analysis results showed that one gst60g reload (a) was received with no apparent damage and fully fired with several b-form staples on the deck. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch #t5et0p. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, after severing pulmonary fissure tissue on the first firing, some staples were malformed. Used suture to oversew . There was no patient consequence reported. No additional information can be provided.